Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke on the harmonic ace. A fragment fell into the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found to be in normal condition with no damage observed. During a lymph node dissection, a fragment fell inside the patient after the instrument had been in use for about 10 minutes. The surgeon did not notice any functional issues during use, nor did the instrument collide with other objects or get removed prior to the breakage. The fragment was retrieved using a new harmonic instrument, and complete recovery was confirmed by matching the broken tip to the new instrument. No additional surgical procedure or post-operative imaging was required, and the procedure was completed robotically without injury to the patient. There have been no post-surgical complications or returns to the hospital related to retained fragments. Both the instrument and retrieved fragment will be returned to isi for evaluation.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a broken blade at the grip base point of the grip's location. A piece approximately 9.88 mm x 2.02 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.